Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads, and minor scratches on the display window were noted during the visual inspection.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has physical damage in the form of cracks on the insulin pump. The pt's blood glucose level was not recorded. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further info was provided.